Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the pt monitor was damaged due to a fall. No pt injury was reported. The sequence of events for this monitor "fall" is unk. In an abundance of caution, this event is considered reportable. Pt harm/serious injury can be the result of an unexpected pt monitor "fall". Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that the pt monitor was damaged due to a fall. No pt injury was reported.